Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016 the patient presented due to chest pain associated with shortness of breath to the emergency room. The patient was further referred for coronary artery bypass surgery (CABG). In (B)(6) 2016 the subject underwent CABG including left internal mammary artery(lima) to left anterior descending artery (lad) and saphenous vein graft (svg) to ramus. Four days post-procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2013, the patient presented due to unstable angina and abnormal results of a stress test. Subsequently, the index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 95% stenosis and was 14mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilatation and placement of a 4.00x16mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented due to chest discomfort and shortness of breath. Troponin values were noted to be elevated and the site reported an event of mi. On the following day, electrocardiography (ECG) revealed normal sinus rhythm with no significant changes. The patient was referred for cardiac catheterization and coronary angiography revealed 40-50% proximal in-stent restenosis (isr), 30% mid stenosis of the lad. The side branch of the ramus intermedius that showed timi 2 flow with 90% stenosis is likely the culprit for the event mi and this target is not suitable for percutaneous coronary intervention (pci). Medication was given in response to event. The event was considered not recovered. On the third day, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2016, post coronary artery bypass surgery (CABG) procedure, the patient had been extubated and weaned off all inotropic and pressor support. He was started on a regimen of lasix and transitioned over to the telemetry unit. He continued to make good progress throughout his stay. Four days post procedure, the event was considered to be resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016 the patient was transferred to another medical facility and was hospitalized in the same day.